Event description:
Philips received a complaint on the dfm100 indicating that no ECG waveform. The device was in clinical use, however no patient harm was reported. Based on the information available, the cause of the reported problem was confirmed that ECG cable was loose. Reported problem was solved by customer, after reconnecting the cable, device was successfully returned to service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.